Event description:
It was reported that the core impaction drill heated up during a molar extraction. A back-up device was used to complete the procedure. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
An initial investigation was conducted by the quality control tech, which revealed a foreign material in the bearings. The investigation has been submitted to the quality engineer for further eval, and a f/u report will be filed when that investigation is complete.